Manufacturer narrative:
The device was returned and as part of the asset return process in addition to the reportable findings documented in b5, non-reportable findings are as follows; sheet for circuit board was found deformed; rear cover was broken; bezel had multiple cracks; digital visual interface connectors and one more connector(on circuit board) for the cable between the printed circuit board and the circuit board were found deformed; one outer screw was missing; power switch bracket was found cracked; locking connector of the flat cable between the circuit board, printed circuit board, and liquid crystal display panel was found broken; one connector on circuit board was found broken; and patches were found on the liquid crystal display panel. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1/address line 1: (B)(6) (added due to character limitation in respective field.).

Event description:
It was reported, the monitor's power supply was going out due to a faulty circuit board. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the monitor was getting off automatically after some time due to faulty power supply printed board. Olympus will continue to monitor field performance for this device.